Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the a/b reagent valve to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
The customer reported an intermittent leak under reagent probe a, involving the unicel dxc 600 pro synchron system. The customer stated having precision issues with quality control. Approximately 5 milliliters of fluid was cleaned up twice from the well on the reaction wheel cover. The customer was wearing personal protective equipment consisting of gloves, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.